Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2015: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: battery compartment crack starts at the top & it goes all the way down to the case seal. Since no cap was returned with pump, so test cap used during investigation.